Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2015, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the display was damaged, there were vertical lines through display. Opened pump; display flex is fully seated and secure in connector. There was a bad display flex. The display was clear and legible when tested with test display. Returned battery cap used to perform investigation. Battery compartment crack at the battery compartment threads above the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.